Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause was determined to be that the processor printed circuit board had (pcb) failed. The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad had a delayed response on a spectrum pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.